Manufacturer narrative:
Correction: this report is to retract report MFR# 2017865-2026-14926 submitted on (B)(6) 2026. This report was erroneously submitted. This is not a reportable as the event was normal device behavior.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the alert flagged atrial threshold unknown and in hom 5v. It was noted that this was likely due to algorithm and high atrial rates competition. Further information was requested, however, was not provided.